Manufacturer narrative:
Investigation results were made available. Update: event problem codes, date received by MFR, type of reports, if follow-up, what type?, evaluation codes. Device history records (DHR review): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend was identified. Review of event description: it was reported that the patient had to be revised because the maxera cup (ceramic femoral implant) was broken and the biolox option head was bursted. Femoral stem was noted to be not belonging to zimmer biomet. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause determination using dfmea: fracture of head and/or adapter due to user error - mishandling during shipping, transport, handling and/or storage: - possible: even though packaging spec. Certifies the packaging of the product, it is possible that the implant was damaged during handling and correct handling of the implants are not under control of zimmer biomet. Fracture of head and/or adapter due to user error - off label use (including competitor product) - possible: as it was stated that the femoral stem does not belong to zimmer biomet. Fracture of head and/or adapter due to patient activity level and/or type of activities result in fracture of the head and/or adapter. - possible: no information regarding activity level of the patient is received, therefore cannot be excluded. Fracture of head and/or adapter due to head subluxation during activities of daily living results in fracture of head. - possible: no x-rays were received to confirm the subluxation of the head. However, it cannot be excluded. Fracture of head and/or adapter due to user error - head scratched intra-operatively (during adapter assembly and/or head/adapter seating on stem taper ) leading to head fracture in-vivo. - possible: correct handling o f the implant is not under control of zimmer biomet. Zimmer biomet products were combined with a femoral stem which does not belong to zimmer biomet. Therefore, the root cause for the failure is defined as off-label use. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4) .

Manufacturer narrative:
The manufacturer did not receive device for review. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a patient was implanted a biolox option, head, s, 48/-3.0, taper 12/14 on an unknown date and was revised because the cup was broken and the insert was damaged. Since the explantation date is unknown, the awareness date was taken as occurrence date. It was further reported that a competitor's stem was initially implanted together with zimmer biomet devices. (B)(4).